Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for radicular pain syndrome and spinal pain. It was reported that the patient was feeling a stimulation buzzing sensation in their legs whereas they usually do not feel the stimulation. This change was considered sudden. The patient noted that they don't use the programmer and were not familiar with it so they wanted to meet with a rep to troubleshoot and make adjustments. No further complications were reported.